Event description:
A false positive troponin ultra result of 0.64 ng/ml was obtained on a patient sample. The sample was retested and results of 0.036 ng/ml and 0.101 ng/ml were obtained. The customer repeated the test twice on another centaur and obtained results of 0.035 ng/ml and 0.036 ng/ml, both negative. The negative results were reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin ultra result is unknown. No further evaluation of the device is required. The instrument is performing within specifications.